Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). The length of the membranous septum was 6.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 5mm on the non-coronary cusp (ncc). Post-implant, the patient was developed with a complete heart block and left the procedure room with a temporary pacemaker remained inside the patient's anatomy then the intrinsic rhythm returned in the evening. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, a temporary pacemaker was placed again for monitoring. On (B)(6) 2026, the patient received a permanent pacemaker to resolve the event and the scheduled for discharge. The patient had extended hospitalization. The implanter classified this event as being related to the patient¿s past medical history. The patient was in a stable condition and subsequently discharged.